Event description:
It was reported that during a follow-up, intermittent marked noise was observed. X-ray showed that the pace/sense pin might not have been connected correctly. The decision was made to cap the sense/pace portion of the lead and keep the defib coils. When the sense/pace pin was pulled out from the lead and connected to a pacing system analyzer, marked noise, no sensing and no pacing were observed.